Manufacturer narrative:
(B)(6).

Event description:
It was reported that a customer started to use the cadd® cadd® administration set for the purpose of painless childbirth, but the pain could not be inhibited. They stopped the infusion and fed medical fluid using a solis pump, but no fluid came out of the tubing. No patient injury.

Manufacturer narrative:
One admin extension set was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was not verified. The device performed accuracy test and no issues were found. Use testing was performed. No further action taken. The problem source is unknown.